Event description:
It was reported difficult deflation was encountered following the second inflation during post dilatation of bilateral wall stents at the aortic iliac bifurcation. The balloon was successfully deflated and removed from the patient through the introducer sheath. This device was successful in completing the procedure. The patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, post dilatation of bilateral wall stents at the aortic iliac bifurcation, which the co feels along with user technique and/or patient anatomy may have contributed to this event. However, the co is unable to determine the cause for this event. Directions for use state: "the noprofile olbert catheter system products are recommended for percutaneous transluminal angioplasty of the iliac, femoral, popliteal and renal arteries; and for dialysis access fistulas...deflate the balloon by slowly aspirating the syringe plunger. The balloon is completely deflated when the end ctr port luer fitting returns to the connector housing."